Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room for unknown reasons the morning of (B)(6) 2018. Patient went into a ventricular fibrillation (vf) while at the hospital. The patient had secure sense on and the implantable cardioverter defibrillator exhibited diagnostics anomaly and was undersensing on the discrimination channel; the device labeled the event as non-sustained ventricular oversensing and withheld therapy. Two external cardioversions were attempted and were unsuccessful to convert the vf. The patient passed away.